Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('improper removals') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("hip pain"), myalgia ("sore muscles") and tooth fracture ("teeth breaking"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the medical device removal, arthralgia, myalgia and tooth fracture outcome was unknown. The reporter considered arthralgia, medical device removal, myalgia and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hip pain, sore muscles. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: case become serious incident. New event removal added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.